Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was without damage. However, the rubber covering on the power button was sunken in. This may result in the button getting stuck, causing the power to turn off unit during the procedure.

Event description:
Customer reported having a bravo ph recorder that has had two consecutive short studies. The short studies were a result of the bravo recorder turning off due to a sunken in power button.